Event description:
During a pci treatment procedure, the balloon ruptured at six atms on the first inflation. The lesion being treated was a severely calcified, 90% stenotic lesion in the mid left anterior descending coronary artery. It is noted that strong resistance was met with insertion of the device. The quantum maverick balloon was removed and the procedure was completed. Ivus performed after the procedure revealed sharp calcification in the lesion. No patient injuries or complications were reported. Patient status is reported as 'good'.